Event description:
It was reported that the right ventricular (rv) lead exhibited increasing thresholds. The rv lead was reprogrammed and the capture management set to "monitor only." The physician is currently monitoring the patient to see if a an rv lead revision can wait until the device reaches elective replacement indicator (eri) status. The patient has been complaining of some occasional chest discomfort/pains, however, these symptoms are believed to be unrelated to the function of patient's device and leads. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID addr01 implantable pulse generator (ipg), implanted: (B)(6) 2010; product ID 507645 implantable pacing lead, implanted: (B)(6) 2003. (B)(4).